Event description:
Customer alleged the front leg extension snapped off of the walker - clean break on frame of walker, not where extension tube goes into frame but above that. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the front leg extension on the 6291-a walker allegedly snapped off. This was allegedly a clean break above where the extension tube goes into the frame. The walker is being replaced and RMA (B)(4) has been initiated for this issue. The product is being returned to invacare for an inspection and evaluation. No injury.